Manufacturer narrative:
Insulin pump trace download analysis confirmed the insulin pump alarmed power loss alarm and replace battery now alarm. The power management tool confirmed power loss alarm and replace battery now alarms were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratched lcd window, cracked case(battery tube), cracked case, cracked battery tube threads, and cracked retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the pump has a crack. The customer was assisted with trouble shooting . The customer states was hospitalized but it was not diabetes related. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.